Event description:
New information received indicates that the lead was capped and replaced. The patient was in good condition post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained events due to noise in the ventricular channel were observed. The noise was reproducible with breathing. The patient was in good condition and will be followed-up with.